Event description:
It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and immediately air was noticed within the was. The air entered the patient, but was able to be aspirated from the laa. The was was removed and they exchanged for another was to complete the procedure successfully. Once it was removed from the patient, they noticed the hemostasis valve on the was had a leak which introduced the air. There were no patient complications. The patient had no neurological deficits and is fine.

Manufacturer narrative:
Age at time of event: 80 years. Device evaluated by MFR: returned device consisted of a watchman access system with the dilator snapped into the sheath. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection found no damage or defects with the returned device. The was functionally tested by attaching a syringe (filled with water) to the hub/valve. The valve was closed shut and positive pressure was applied to the device, and then was also opened and flushed. This test was performed 3 times, and each time the device functioned in the expected fashion, with no additional air in the system, and the device did not leak.

Manufacturer narrative:
Age at time of event: (B)(6).

Event description:
It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and immediately air was noticed within the was. The air entered the patient, but was able to be aspirated from the laa. The was removed and they exchanged for another was to complete the procedure successfully. Once it was removed from the patient, they noticed the hemostasis valve on the was had a leak which introduced the air. There were no patient complications. The patient had no neurological deficits and is fine.